Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer cleared the alarms and successfully resumed insulin delivery. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. Customer attempted to fill the same cartridge with the same needle and successfully completed the load sequence. Customer's blood glucose level was 178 mg/dl - 238 mg/dl.